Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the spring/clip was dislodged from the tip of the device causing it to malfunction. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with a backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm or injury, and the fragments were removed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken grip cable at the distal end. The distal idler pulley freely and did not exhibit any damage. Root cause of broken grip cable was attributed to a component failure. A review of the instrument log for part number: 471093-11 batch/lot number: k10210830-0019 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 1 life remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.